Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. The results did not agree with results from competitor systems (atellica, access dxi) and did not fit with the patient's clinical status. Refer to the attachment for all patient data. The sample was tested on the customer's e602 analyzer and repeated using the atellica and access dxi ft3 methods. The sample was also treated with a heterophilic antibody blocking tube (hbt) and repeated on the e602 and atellica systems. The serial number of the e602 analyzer is (B)(4).

Manufacturer narrative:
The evaluation result code has been updated.

Manufacturer narrative:
The patient sample was provided for investigation. The investigation determined the sample contains an interfering factor against the ruthenium label of the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."